Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00038 to provide the returned sample evaluation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any obvious anomalies in the appearance. The actual sample was rinsed, dried and another visual inspection found no obvious anomalies in the appearance. The actual sample was built into a circuit with tubes, where bovine blood was circulated at each flow rate to determine the pressure drop. The obtained values were confirmed to meet manufacturing specifications. Bovine blood was kept circulating in the circuit for 6 hours with no anomalies. The bovine blood was removed from the actual sample and the oxygenator module was subjected to visual inspection. No presence of blood clot forming was confirmed in its inside. The actual sample, after having been rinsed and dried, was verified to be the normal product with no inherent anomaly which could relate to the reported blood clotting. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00038 to provide the returned sample evaluation results.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility and evaluation is currently ongoing. A follow up will be sent within 30 days of this report being sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and product release decision control sheets of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a clog in the capiox device. Follow up communication with the user facility confirmed the following information: approximately 30 minutes after starting perfusion clots were seen in oxygenator fx15 device as well as in the bubble trap, bt15. The pressure increased. Blood loss was reported but an amount is unknown. The operation was quickly and successfully terminated.